Event description:
On 07-nov-23, nurse assist received a complaint via e-mail from (B)(4) of the following event description from e-mail: I have purchased (B)(4) bottles of this item through amazon.com. It is past their return window. I have used (B)(4) bottle completely and the other bottle has 50ml remaining. Please provide instructions as to getting a refund of my money. Purchased from amazon. Order numbers: (B)(4). Ordered april 20, 2023 (B)(6). (B)(4). Ordered march 7, 2023. (B)(6). I use this sterile water to flush my supra public catheter weekly. I have occasional bladder infections, and I'm glad to know this may be contributing to them. My phone number is below should you want to contact me by telephone. Update - additional information: please see (B)(4) test results attached of both urine bladder cultures withdrawn directly from my bladder and also collected from bladder tissue removed during surgery to inject botox and to examine my bladder. All of these test results show infections (some severe). I am now taking methanimine 500 mg twice daily to mitigate recurring bladder infections.